Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 350 mg/dl. Customer had symptoms such as dry heaving, ketones and chest pain. Customer was hospitalized for diabetic ketoacidosis. Customer was treated at the hospital. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that the pump alarmed no delivery. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Device had minor scratched lcd window and cracked battery tube threads. The insulin pump passed the displacement accuracy test.